Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative recommended that a component in the power supply be replaced before using the system. However, the system is functional.

Event description:
The customer reported that there was smoke coming from the system's console. No pt injury was reported.